Event description:
(B)(4). Daily cramping and pain in lower abdomen since (B)(6) 2015, after us and manual exams found nothing, gp denied CT scan by ins, hair started falling out and mood swings in (B)(6) 2015, went hyperthyroid (B)(6) 2015, normal range since ramp up, hip pain since (B)(6) 2015, thought hip pt aggravated and intensified it, tests denied by ins to troubleshoot issue, severe bloating and body swelling thought to be new food allergy but verified not via test (B)(6) 2015, after ablation (B)(6) 2015 period returned (B)(6) 2015 so combination of all symptoms leads to hysterectomy.

Event description:
(B)(4). Note 3 pregnancies since 2010 and no fluctuations in thyroid hormone levels until now. Forgot to add no use of internal feminine products or sex due to pressure, bloating and pain in abdomen just inside hips and left hip joint. Went off anti depressant to alleviate any mood contraindications (prescribed post partum for anxiety (B)(6)).

Event description:
(B)(4). Strange new rash came up in the spring on both knees. Wondering if it's related as pain radiates down both legs from pelvic area and left hip.